Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Product handles were reported to be discoloured and degrading.

Manufacturer narrative:
Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock between 26-jan-2007 and 04-mar-2008 with no reported discrepancies. Based on the device identification the complaint databases were reviewed from 2007 to present for similar reported events regarding santoprene damage. Lot ID: there have been two other events for the lot referenced. Trend detection: a review of the trending project folder indicates that there is no existing trend analysis for this product and issue. Visual inspection: the device was returned in used condition. Visual inspection confirmed that the green santoprene handle was degraded. Conclusion: the event was confirmed; the device handle is discolored and damaged. The sales representative indicated that the hospital has been experiencing some sterilization issues and using a metal cleaning chemical which could have been a contributing factor to the damage found. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Product handles were reported to be discoloured and degrading.